Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that during a routine follow up this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedances with measurements reaching values greater than 150 ohms. It was suspected that the root cause for the high impedances was related to coil calcification of the right ventricular (rv) lead; however, this was not confirmed. In addition, it was noted that this device had delivered an appropriate shock to successfully convert the rhythm in which impedances were noted to be within normal limits. Troubleshooting was performed which did not show evidence of noise. Technical services (ts) was consulted and upon review of the available information ts stated that if the impedances values continue to increase a possible right ventricular (rv) lead replacement might be considered per physician discretion. Furthermore, it was stated that continuous monitoring was going to be provided. This ICD remains in service. No adverse patient effects were reported.